Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection found that the fiber connector face had burn marks on the connector face, the aim beam was weak; the analysis did not identify signs of breakage along the length of the fiber; therefore, the event is not confirmed based on this finding. The instruction for use (IFU) was reviewed. IFU instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage and, if the fiber appears damaged, to not use the device; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. The device history record review was completed and it was confirmed that the device met with all manufacturing specifications prior to distribution, and there were no manufacturing deviations. A review of the slimline sis ez hazard analysis was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Per initial reported event, the procedure was completed without patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a procedure, the fiber broke during the third use. Due to this, the procedure was completed using another of the same fiber. There were no patient complications.

Event description:
It was reported that during a procedure, the fiber broke during the third use. Due to this, the procedure was completed using another of the same fiber. There were no patient complications.

Manufacturer narrative:
Correction to field g1. MFR site facility name, MFR site address 1, MFR site address 2, MFR site city, MFR site state, MFR site zip/post code and MFR site country; correction to field h11. Additional MFR narrative. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection found that the fiber connector face had burn marks on the connector face, the aim beam was weak; the analysis did not identify signs of breakage along the length of the fiber; therefore, the event is not confirmed based on this finding. The instruction for use (IFU) was reviewed. IFU instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage and, if the fiber appears damaged, to not use the device; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. The device history record review was completed and it was confirmed that the device met with all manufacturing specifications prior to distribution, and there were no manufacturing deviations. A review of the slimline sis ez hazard analysis was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Per initial reported event, the procedure was completed without patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Based on investigation results, an investigation conclusion code of cause traced to component failure was assigned to this investigation for the observed connector burn marks which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during a procedure, the fiber broke during the third use. Due to this, the procedure was completed using another of the same fiber. There were no patient complications.